Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 to (B)(6) 2019 with the blood glucose level of 232 mg/dl. Customer experienced symptoms such as nausea and vomiting. Customer was treated with insulin. Customer declined for troubleshooting of high blood glucose. The insulin pump will not be returned for analysis.